Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this device was exhibiting potential premature battery depletion behavior. The device's battery decreased from 11.5 years remaining to 8 years remaining, and recently decreased further to show 1 year remaining. A copy of device memory was saved and submitted for analysis. Engineering review of the data indicates that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Additionally, the device recently started high rate atrial sensing at an average rate of 166 bpm, which also contributed to the increase in power consumption. Due to this anomaly, a technical services consultant recommended device replacement. The device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that premature battery depletion was suspected. The device's battery decreased from 11.5 years remaining to 8 years remaining, and recently decreased further to show 1 year remaining. A copy of device memory was saved and submitted for analysis. Engineering review of the data indicates that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Additionally, the device recently started high rate atrial sensing at an average rate of 166 bpm, which also contributed to the increase in power consumption. Due to this anomaly, a technical services consultant recommended device replacement. No adverse patient effects were reported. Additional information has been provided from the field representative that this device will remain implanted because the patient has a terminal illness, and is in poor health.